Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that an ilet user who participated in the ilet experience study experienced hyperglycemia at 400 mg/dl followed by hypoglycemia at 40 mg/dl after sustained snacking without meal announcements, with the user stating the pump corrected the high and subsequently overcorrected, leading to a low. Customer care provided support that included case review focused on meal announcement practices and system response. Investigation of this case revealed that missed meal announcements led to prolonged hyperglycemia and subsequent automated correction that coincided with a low, with device alerts functioning and the system delivering insulin as designed. Symptoms included dizziness and nausea during hyperglycemia and confusion, shakiness, sweating, and weakness during hypoglycemia. Outcomes included hyperglycemia and hypoglycemia for approximately 30 minutes, which were corrected without medical intervention. It was concluded, based on previously established findings for similar reports, that user-related factors, specifically missed meal announcements and ongoing snacking, caused the event.